Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice low recirculation volume apd cassettes had holes in the patient lines. This was identified while the patient was connected to the devices for peritoneal dialysis therapy. There was no patient injury, however, the patient did receive prophylactic treatment due to the event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.